Manufacturer narrative:
(B)(4).

Event description:
The reported indicated that 11 boxes of nanopoint injectors from the same lot number were being returned because when they would press the plunger to inject the blue part (body) of the injector would wobble and they would tear the lenses. There was no patient contact with the 11 injectors because they were tested prior to use. Doctor had to go with different delivery system (asico) because staar only had that lot number available so that was a little issue with the doctor, he thought that was unacceptable but they managed to make it through with the asico model until a new lot number was available.